Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: essure sample and photograph of sample were provided. Sample received at quality unit yes . Date of sample received at quality unit 2021-02-19. Sample description after receiving at quality unit two micro-inserts received. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 43-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding had resolved. The reporter considered heavy menstrual bleeding to be unrelated to essure. The reporter commented: essure sample and photograph of sample were provided. Essure insertion date was not provided due to procedure was performed another district. Physician did not consider that essure contributed to the occurrence of the event. Essure removal was performed due to medical reason menorrhagia, essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery (hysterectomy for abnormal uterine bleeding). Six months after removal she had mild or moderate improvement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Sample received at quality unit yes date of sample received at quality unit 2021-02-19. Sample description after receiving at quality unit two micro-inserts received. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 7-may-2021: the follow information updated reporter, patient details, medical device removal updated to menorrhagia, outcome from unknown to recovered/resolved, reporter causality updated to unrelated. We received a complaint sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: essure sample and photograph of sample were provided. We received a complaint sample in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.